Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system sought medical intervention due to two inappropriate shocks. Interrogation confirmed shocking events and in office manipulation reported noise was easily reproducible with left arm motion. Technical services suspected the device may not be sutured correctly. The field representative reported a revision would take place and system placement evaluated. During the revision procedure it was confirmed the device had not been sutured into place. No other system changes were required and procedure completed. Defibrillation testing was successful with conversion at 65 joules; however once patient was out of anesthesia they began aggressive movement and system noise again recurred. The patient was immediately returned to the or table, so as to further inspect the electrode positioning. Fluoroscopy images illustrated a hill shape of the shocking coil. As such, the electrode was then removed and reimplanted to the left as an attempt to increase r-waves. Following the second intervention, the representative reported difficulty with induction and failed conversion at 65 and 80 joules. During recovery, the patient received an additional three shocks, reportedly while thrashing around. The post surgical shocks were also classified as inappropriate: the system has since been deactivated. No further information has been received at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies; seal plug fully intact. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, this system was explanted and replaced with a transvenous ICD system, in absence of adverse patient effects. The components were returned for analysis.